Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. When compared with the results generated with genexpert cepheid. The customer reported that the initial sample was tested with the cobas® liat® system (B)(4), generated sars-cov2 positive, influenza a positive and influenza b negative. The same sample was repeated with the genexpert cepheid and the results were sars-cov2 negative, influenza a negative and influenza b negative. The negative results were reported to the patient and or/ medical personnel treating the patient. No apparent harm or injury occurred in relation to the event.

Manufacturer narrative:
Data review shows that run #5978, produced dual flu a/sars results with CT values of 26.83 and 30.01 respectively. The curves are representative of true amplification for both targets with no abnormalities seen. Further review of the data set also observes a disturbance in both the background and baseline levels of the analyzer after run #5977, during which a leakage occurred. The lower baseline levels indicate that previous leakages had occurred in this analyzer. Although the alleged run #5978 could not be confirmed to have made a false positive call for the sars-cov-2 target of the scfa 1.1.0 assay. It is possible that the leakage during the previous positive sars-cov-2 run #5977 could have carried over some positive material into the alleged run #5978 detection area. However, sample contamination between both runs is also possible. Therefore, since this cannot be determined via data analysis, we cannot confirm this as a potential false positive. At this time, the data showed that the amplification is clear and not a result of an optical or motion disturbance. It is possible the discrepancy is due to contamination or the difference in assay sensitivities. Furthermore, the results appear to show true amplification for the sars target. No product problem identified at this time. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. When compared with the results generated with genexpert cepheid. The customer reported that the initial sample was tested with the cobas® liat® system (B)(4), generated sars-cov2 positive, influenza a positive and influenza b negative. The same sample was repeated with the genexpert cepheid and the results were sars-cov2 negative, influenza a negative and influenza b negative. The negative results were reported to the patient and or/ medical personnel treating the patient. No apparent harm or injury occurred in relation to the event.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).